Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. It has been discovered that elekta has shipped out the wrong instructions for use (IFU) when shipping leksell stereotactic system (lss) and leksell neurosurgical instruments. The incorrect IFU does not contain any information on the leksell neurosurgical instruments. A limited number of customers have therefore been left without an IFU for the delivered instruments. When updating to a new software, elekta's supplier of the IFU lost all their files during a software upgrade. During the recovery they mistakenly implemented the incorrect revision of the manual but distributed it under the correct number. The problem was identified by elekta personnel during a system installation. There are no known complaints from the field related to this case. The products are well established and most users have already the correct IFU at hand from earlier orders. The products are used by experienced neurosurgeons who have used the equipment during training and practicing. Overall risk judgement is therefore classified with a severity of marginal and a probability of improbable. The risk is considered low. An important field safety notice (100-01-301-004) was sent to all affected customers from 28 february 2023 (elekta fca reference no: (B)(4)). The issue will be resolved in a field safety modification and the target for completion is august 2023.

Event description:
It was reported that during installation of a vantage system it was discovered that no manual was included in the needle kits. Only an english manual for lss was included, this manual does not include any information about the needles. No german manual was included in the kits.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.